Event description:
It was reported that during a photovaporization of the prostate procedure, after 171,000 joules and 16 minutes of use, the fiber tip broke and the device stopped functioning properly. It was noted that the fiber tip was loose but not detached. The fiber was replaced to complete the procedure. No patient complications were reported